Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, minimum fill messages. Reportedly, the cartridge was filled with 200 units of insulin. The customer's blood glucose level was 100 mg/dl. It was confirmed that the customer has manual injections available as alternate insulin therapy.